Event description:
It is reported that the device was implanted in 2006. Revision surgery occurred due to loosening. Exact date of the revision surgery is not known.

Manufacturer narrative:
Evaluation summary - it is reported that the right knee of the pt was revised due to loosening of the tibial component. The pt age, weight and the activity level are not known. No parts were returned for evaluation. Also, the pre-op x-rays are not available for review. The cause of the reported problem could not be determined due to insufficient information. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers the investigation closed.